Manufacturer narrative:
His report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the adhesive on the bending section cover had wear; the charged coupled device unit was the position of charged coupled device cable limited length for repair; the switch box and the grip had a scratch; the elevator channel plug was loose and the air/water cylinder had discoloration. Due to wear of the angle wire, the play of the right/left knob and the play of upward/downward angulation control knob was out of the standard value; due to damage on acoustic lens (damage level; does not reach to the glue-layer), displayed ultrasound image was defective; due to damage on the ultrasonic cable, the number of missing element exceeded the standard value; due to deformation of the scope connector, the water tightness was lost and due to wear of the lock engagement lever, the upward/downward angulation control knob could not be locked securely. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a gap between the acoustic lens and the ultrasound probe. There were no reports of patient involvement.